Event description:
It was reported that during implant, the lead guidewire tip broke off within the left ventricular (lv) lead body. After access to the coronary sinus was obtained, the lv lead with a hybrid guidewire inserted through the lead ended up with the guidewire stuck in the lead tip. Upon pulling back, the guidewire gave way and it was evident upon removal of the guidewire that the tip broke off. The lv lead was removed and a guidewire could not be passed through the lead tip, suggesting that part of the guidewire was broken off within the lead. Cineangiography of the lungs and heart in multiple magnified views were unable to see any evidence of the tip of the guidewire having dislodged within the venous system or being within the lung parenchyma. The lead and wire were not implanted and another lv lead was implanted. It was noted the patient was part of the attain performa clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the guidewire was returned, analyzed and the stylet/guidewire was broken. It was noted that the visual summary analysis indicated damage at implant. (B)(4).